Event description:
While treating a female patient, the device failed to discharge. The device was charged a second time and failed to discharge; the device was charged a third time and failed to discharge. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performace testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer.